Event description:
A caller reported encountering an error with their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact on the customer¿s blood glucose level noted in the report. Technical support assisted the caller by providing guidance to reset the pump, after which the cgm error code did not reappear. The caller was able to successfully start their sensor session following these instructions.